Event description:
Pump was received with report stating "unspecified problem". Failure code 807:01 was found in service during the evaluation process. Although an attempt was made, no addition information was obtained regarding when the failure occurred and whether or not any patient incident or medical intervention resulted from this failure.